Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, scratches on the tip cover, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of angle wire, scratches on insertion tube, curved rubber adhesive missing, curved rubber bond cracked, adhesive part of the lighting lens came off, scratches found on switch 1, deformation of the air/water nozzle, discoloration observed on operating part, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, forceps plug cap has been scraped off, scratches found on the universal cord , corrosion of the electrical connector contacts , scratches found on the scope connector, scratches on the right/left angle fixing knob, peeling of paint recognized on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera duodenovideoscope had forceps desk failure. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was peeled off, and gap in the tip adhesive part, or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to tress of repeated use, external factors, and handling. The event can be prevented by following the instructions for use (IFU) which state: ¿operation manual - warnings and cautions¿ olympus will continue to monitor field performance for this device.